Event description:
A hemodialysis inpatient user facility reported that during treatment a blood leak occurred. The biomed tech stated that it was an internal leak, test strips were used and they tested positive and the machine alarmed. Estimated blood loss was 200cc's. Nurse stated that the patient was administered vancomycin 1gm prophylactically at the beginning of treatment. When the cultures were drawn, the 2 bottle came back positive with staphylococcus aureus and the doctor administered another 1gm of vancomycin. Nurse stated that it's just their protocol or policy to do blood culture tests when there is a blood leak. Patient was fine and sent home after the incident and was not hospitalized. Sample is not available; sample was discarded.

Manufacturer narrative:
Blood culture results were received. Medical records have been requested and have not been received by the manufacturer to date. At the conclusion of the investigation, a supplemental report will be filed with the results of the clinical investigation. The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.